Event description:
Information was received from a healthcare professional (hcp) via the company representative (rep) regarding a patient receiving dilaudid (hydromorphone) 10 mg/ml at 1.6 mg/day via an implanted pump. It was reported that the patient showed up today to have a pump replacement (due to end of life). The old pump was disconnected from the catheter. The scrub tech accidentally handed the wrong pump (the old pump) back to the doctor. The physician not knowing that it was the old pump connected the old pump back on to the catheter and stitched the patient back up. They did not realize what had happened until the company rep tried to interrogate the patients pump in recovery. When they interrogated the pump it showed the old settings from the old pump. Once it was discovered the new pump was not placed in the patients body, the patient was taken back into surgery and the physician took out the old pump and a new pump was placed. It was reported that upon replacing a pump, the doctor was unable to get any intrathecal fluid back from the catheter. The diagnostics would be the physician trying to pull back fluid from the catheter to see if it was patent. No fluid came back. He decided to put another catheter in the patient. The issue resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-aug-2020, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.